Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:the condition of fail code 810:11 was confirmed during product evaluation. Fail code 810:11 was due moisture in the pump channel. The pump channel was cleaned.

Event description:
The facility representative reported an infusion pump with failure code 810:11 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.